Event description:
The customer reported that a stator not on error message displayed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep repaired and replaced the cable assembly. He re-aligned the camera/11/collimator. The system is operating as intended.